Manufacturer narrative:
According to the practitioner the two implant didn't take and failed to integrate. The two implants have been placed in 34 and 35 position on (B)(6) 2017. Two months later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Two implants fails to osteointegrate.